Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an unspecified cordis vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, tilt, and deep vein thrombosis (dvt). The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation, tilt, and deep vein thrombosis (dvt) . As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
A chest/abdominal/pelvic computed tomography (CT) scan done approximately one week after the index procedure was compared to three scans that were performed the prior to the implant. The results revealed the following: left side central venous catheter with its tip in the projection of the superior vena cava was noted. But again noted are filling defects in the left pulmonary artery consistent with pulmonary emboli. Right lower lobe opacity was slightly less confluent in the current examination indicating resolving pneumonia. The inferior vena cava filter was seen. A right-sided perihepatic drainage catheter was seen. There was near complete resolution of previously noted perihepatic fluid collection. A right-sided percutaneous transhepatic biliary drainage catheter was also noted. Surgical clips and inflammatory changes were noted in the right groin consistent with postsurgical changes. Other findings were essentially unchanged from prior studies. An abdominal x-ray done approximately nine days after the index procedure revealed surgical clips, two drainage catheters and the inferior vena cava (ivc) filter. The filter was seen at the l1-l2 level. Additional information received per the patient profile form (ppf) states that the patient experienced inferior vena cava (ivc) perforation, tilt and deep vein thrombosis (dvt). The patient became aware of the reported events approximately twelve years and nine months after the index procedure. The patient also experienced numbness, tingling in right leg and difficulty walking. The patient reported that they continue to experience blood clots related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of an unspecified cordis vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, tilt, and deep vein thrombosis (dvt). The patient became aware of the reported events approximately twelve years and nine months post implant. The patient also experienced numbness, tingling in the right leg and difficulty walking and reported that they continue to experience blood clots related to the filter. The indication for the filter placement and procedural details have not been provided. Approximately one week post implant a chest/abdominal/pelvic computed tomography (CT) scan was performed and was compared to three scans that were performed one day, two days and four days prior to the implant. The results noted a left side central venous catheter in the superior vena cava. Again, noted are filling defects in the left pulmonary artery consistent with pulmonary emboli. Right lower lobe opacity was slightly less confluent indicating resolving pneumonia. The inferior vena cava (ivc) filter was seen. A right-sided perihepatic drainage catheter was seen. There was near complete resolution of previously noted perihepatic fluid collection. A right-sided percutaneous transhepatic biliary drainage catheter was also noted. Surgical clips and inflammatory changes were noted in the right groin consistent with postsurgical changes. Other findings were essentially unchanged from prior studies. An abdominal x-ray done approximately nine days post implant noted the ivc filter was seen at the l1-l2 level, surgical clips and two drainage catheters in the right upper quadrant. There was no evidence of obstruction.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots do not represent a device malfunction. Ivc filter are not indicated for use in the prevention of dvt or blood clots in the vasculature. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Numbness, tingling, and difficulty walking do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.